Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d9, g3, g6, h2, h3, h6, h10, h11 a visual inspection was conducted on the returned plates. Four fractured pieces of plates were returned. The pieces all show signs of attempted use including marking and scratching on the plate surfaces. The customer reported three total plates that have fractured but it can't be determined if the pieces are from three total plates or four. One of the plates has an unk screw still installed. The plates are being returned for fracture analysis. Fracture analysis of 12-hole samples revealed excessive smearing and faint evidence of fatigue fracture artifacts in the non-smeared regions suggesting that the plate was suspected to be fractured due to fatigue. Eds semi-quantitative elemental analysis of plate sample showed that the composition is consistent with cpti along with carbon contamination. The complaint is confirmed. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: fractured ribfix blu plate was revised. Left thoracotomy, removal of fractured rib plates, and new rib plating for chronic malunion. A definitive root cause cannot be determined. Potential contributing factors include chronic malunion of left 5th, 6th, and 7th ribs, and unstable callous formation at the site of the broken ribs. The reported event is confirmed, based on medical records and product return. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). D10: medical product - zimmer biomet ribfix blu system 12 hole pre-bent plate catalog#: 76-2602 lot #: unknown quantity: 3. G2: foreign - australia. Customer has indicated that the product will be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an orif of the ribs approximately eleven months ago. Subsequently, the patient underwent a revision approximately one month ago due to plate fracture. Attempts have been made and no further information has been provided.